Event description:
It was reported that the left ventricle (lv) lead was attempted to be implanted and had high/unstable/unmeasureable thresholds. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. All conductors and distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed.